Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed the pacemaker exhibited far r oversensing on the atrial channel. The patient was brought to the clinic and the pacemaker was reprogrammed resolving the issue. The patient was in stable condition.